Event description:
It was reported, " I/d washout for infection, liner removed. Washout and new tibial insert implanted.

Manufacturer narrative:
DHR review and sterility certificate review for the reported lot was satisfactory. Chr review determined that there were no similar events for the reported lot or sterile lot. Medical review was not performed as no medical records or pathology reports were provided. Based on the results of the evaluation, insufficient information was received to confirm the reported event or determine a cause. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. Further evidence substantiating the cause of the infection would be necessary to determine the root cause.

Event description:
It was reported, " I/d washout for infection, liner removed. Washout and new tibial insert implanted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.